Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash that caused bleeding. The rash was described as red skin. The patient consulted his physician who recommended to use a band aid on the affected area. Follow-up indicted that the rash was better.